Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding pump. The customer states when it is attempted to infuse the feed, the pump flushes water.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of attempted to infuse the feed, the pump flushes water instead. The unit was triaged and the customer¿s reported condition was confirmed. The potential root causes are excessive damage due to customer misuse and a possibly defective component. A review of the device history record by (B)(6) on (B)(6) 2017 shows that this unit was manufactured in 2010 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.